Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and required multiple presses to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on how to press the button effectively and confirmed the pump display eventually turned on. Despite these efforts, the button continued to pose challenges. Customer reverted to an alternate method of insulin delivery.